Event description:
A report was received that the patient was having high impedances due to a splitter being dislodged from the lead and the patient will undergo a replacement of splitter and lead.

Event description:
A report was received that the patient was having high impedances due to a splitter being dislodged from the lead and the patient will undergo a replacement of splitter and lead.

Manufacturer narrative:
Additional information was received that the entire system was explanted due to a complete fracture of the infinion lead in the splitter head. The patient was hospitalized due to vomiting which may caused by the lead breakage.

Event description:
A report was received that the patient was having high impedances due to a splitter being dislodged from the lead and the patient will undergo a replacement of splitter and lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50cm.

Manufacturer narrative:
The complaint the proximal end of the lead was broken off in the distal connector of the splitter was confirmed by visual and x-ray inspection. The lead was severed approximately 2 inches from the proximal end. This appears to have been caused by fatigue possibly coupled with postural changes/movements. No failure was verified regarding the associated ipg or splitter.